Event description:
It was reported that this right atrial (ra) lead was explanted due to it was confirmed through an x-ray that it was dislodged. A new right atrial (ra) lead was successfully implanted. No additional adverse patient effects were reported.